Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead needed to be explanted due to the pt's need for an MRI. During the explant, the lead body separated at or around the "tined" area and the lead wires "stripped" out of the distal contact portion of the lead. This left some of the tined portion and all of the contact rings still implanted. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.